Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 7.6 years of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause of the dislocation was most likely due to peri-prosthetic fracture. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - the hip dislocated due to a peri-prosthetic fracture. The surgeon converted the patient to a constrained liner.